Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation, a very dilated left ventricle and tethered leaflets for a mitraclip procedure. Two clips were implanted successfully. The final mr was grade 1-2. There was no adverse patient effects or clinically significant delays reported. No additional information was provided. On (B)(6) 2025, during follow-up monitoring a perforation on the leaflet was noted directly above one of the implanted clips. The top of the posterior clip arm appeared to have perforated the leaflet post-deployment. The mr grade is 2. There was no treatment for the perforation or mr. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. Tissue injury is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.